Event description:
It was reported that during wavelet and impedance testing while the patient was in the physician's office the sales representative observed isolated occurrences of oversensing with the right ventricular (rv) lead. The rv lead remains in use with no intervention taken and "is working fine." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).